Manufacturer narrative:
The insulin pump received with no esc and up button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding for a time. Customer's blood glucose was 260 mg/dl. The insulin pump may have been exposed to moisture. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.